Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants to correct rippling deformities and to make them smaller. Original mentor siltex stle 2900 contour profile breast implants were placed in 2000. These implants were placed pre-muscular from an inframammary incision. Pt authorized hosp to dispose of explants or send to MFR.